Event description:
It was reported patient's device "never worked". The device was still implanted but inactivated. At the time of this report, no further details were reported. Additional information was requested and will be provided when available.

Manufacturer narrative:
(B)(4).